Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Investigation still in progress. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "water flow low". (B)(4).

Manufacturer narrative:
(B)(4). After several requests no new information was provided so this case will be closed and this is the final medwatch. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
Ref.: # (B)(4). Customer ref.: (B)(4).